Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and 525 mg/dl. Customer was trying to use the insulin pump and was on the pump within 48hr prior to the incident. Troubleshooting was done for high blood glucose and under delivery. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that not getting insulin and any alarms. Insulin pump was working at this time. Customer was experienced vomiting, diarrhea. The customer was advised to run few test for getting insulin and it was successful. The customer was advised to remove reservoir from pump to remain disconnected from quick release and to rewind the pump. The customer was advised to run another 5 unit fill cannula and customer verified insulin was coming through call disconnected and callback successful. The customer was advised to change fill cannula amount the insulin pump will not be returned for analysis.